Event description:
The from axle on a power wheelchair collapsed. This allegedly resulted in the user sustaining a broken foot and sprained ankle. No further details have been provided and the device has not been made available for evaluation.